Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced pain and irritation at sensor insertion site. Patient's mother removed sensor and stated there was puss and a welt at site of insertion. Patient's mother sought medical intervention and patient was prescribed antibiotic ointment. At the time of contact with dexcom technical support, patient was doing better.

Manufacturer narrative:
(B)(4).